Event description:
A hospital reported via our distributor that the temperature/flow probe was "inconsistent" in that the part was giving faulty readings. No patient consequence was reported.

Manufacturer narrative:
The device currently en route to fisher & paykel healthcare for investigation. No results and conclusions are therefore available at present. A follow-up report will be prepared and forwarded as soon as the device has been returned and investigation results become available.